Event description:
Customer stated that the system gave them an "overload" error. They rebooted the system and it continued to work.

Manufacturer narrative:
The on site oec trained biomed checked the candle sticks and said they were in good condition and regreased them.